Event description:
It was reported that the medication was flowing faster than it should into the patient's IV tubing. Additional information was requested, but was not received.

Manufacturer narrative:
Additional information: d.11 no product will be returned per customer. The customer complaint of tubing and pump infusing medications too fast could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Addition information requested, but was not provided.

Event description:
It was reported that the medication was flowing faster than it should into the patient's IV tubing. Additional information was requested, but was not received.